Event description:
A discordant sodium (na) result was obtained on a dimension exl with lm instrument on one patient. The initial result was not reported to the physician. The same sample was repeated two times and the repeated results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant sodium result was due to user error: improper sample handling. The tsc determined that the customer was using a swinging bucket centrifuge and spinning the sample for 10 minutes at 2700 rpm's. The tube vendor recommends 1100 -1300 rpm's for 10 minutes. The tsc instructed the customer to follow the tube manufacturer recommendations for proper centrifugation speed, to ensure samples remain upright after centrifugation and to avoid re-suspension of platelets, buffy coat material, fibrin and other particulates into the plasma portion of the sample. The instrument is performing within specifications. Further evaluation of the device is not required.